Event description:
Procedure: laparoscopic appendectomy. Reportedly, the endoscopic stapler was used and the stapler failed to open after this firing across the mesoappendix. As the surgeon then attempted to use laparoscopic scissors to divide the mesoappendix, the stapler head separated from the remainder of the instrument. The handle was able to be removed leaving the stapler head behind. The head was then retrieved by the surgeon after multiple maneuvers were employed and the incision extended.